Event description:
It was reported that during a contralateral right lower extremity run off procedure in a tortuous right iliac, the guide wire solder seemed to get stuck on the tip of the catheter. The tip unraveled from the solder tip ball but remained in one piece. The guide wire was removed from the pt without incident.